Event description:
It was reported that the "pump is beeping even without battery"". There was unknown patient involvement.

Manufacturer narrative:
B3 is unknown. One device was returned for repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual test was performed. Functional test was performed and found that the dso sensor is malfunctioning and causing the pump to beep continuously when a disposable is not attached. The dso sensor was replaced.